Manufacturer narrative:
The pump has not been received. Should the device be received, a full eval will be performed and a follow up report will be filed.

Event description:
The facility's biomed reported the pump appeared to be infusing during clinical use but no fluid actually infused. An incident report was received with the following info, "pt's rn notified the charge rn that the PICC line was occluded but the pump was running like normal. No IV fluids were actually running but the pump was not alarming for occlusion. The IV maintenance fluid that was hanging was dated as being hung 12 hours prior, the pump was set to run at 50ml/hr, so there should have been approx 900cc in the bag. It appears that the pump acted like it was pumping all night long when in fact it wasn't. The night shift rn apparently did not notice this problem and documented that 506 cc of IV fluid infused and 423 was left to count. The pt went without IV fluid all night and required tpa protocol to unclog the line. A piv was placed by charge rn and the protocol started after getting the order from md. PICC line was unclotted by 1400". No adverse outcome resulted.